Event description:
Patient suffered a psuedoaneurysm 2 days after a brachial case. Dr. Injected psuedoaneurysm and patient is fine and returned home.

Manufacturer narrative:
Two user / physician's from the site indicated this event was not as a result of the use of the boomerang device.